Event description:
It was reported to boston scientific corporation that a lynx system device was implanted during a total vaginal hysterectomy, bilateral salpingo-oophorectomies, sacrospinous vault suspension, sub urethral placement of sling with the top-bottom technique using lynx and posterior colporrhaphy procedure performed on (B)(6), 2016, for the treatment of complete procidentia, uterovaginal prolapse, cystocele, rectocele and stress urinary incontinence. The patient was diagnosed with urinary retention after sling which was worsening over time. The patient then underwent vaginal sling removal, cystoscopy and urethrolysis on (B)(6), 2017. During procedure, it was observed that the previous urethral sling was palpated. Using metz scissors, this was separated in its entirely from urethra. It was then incised and a segment was removed. The patient tolerated the procedure well. The patient was extubated and taken to recovery.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6), 2017, was chosen as the best estimate based on the revision date. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6) block h6: imdrf patient code e1309 captures the reportable event of worsening of urinary retention after sling. Imdrf impact code f1905 captures the reportable event of excision of vaginal sling removal. Imdrf impact code f2203 captures the reportable event of cystoscopy procedure.